Event description:
It was reported that the 9800 system had a collimator error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.